Event description:
Customer contacted philips for explanation of ECG analysis performed during the course of a deployment. Outcome unk.

Manufacturer narrative:
(B)(4). Eval pending. Issue being reported due to associated deployment. Reported as a malfunction as device function has not been assessed.